Event description:
It was initially reported that the device was wasted. On 04/29/2010 (through follow-up with the health-care provider), a response was received. Per the operative report of (B) (6) 2010: "however, upon inspection after tying the valve in place, it appeared that the tissue along the right coronary sinus had torn through due to its tenuous nature. I did not feel this could be left, so the valve was excised once again and further debridement into a more substantial tissue was carried out."

Manufacturer narrative:
(B) (4) = tissue along the right coronary sinus had torn. Device not returned. This event was determined to be reportable per edwards lifesciences procedures. The event was learned through implant patient registry. The patient also has other related events; (B) (4). Additional information and the operative report was received. The device history record (DHR) review was completed, and this device passed all manufacturing and sterilization inspections with no nonconformance.